Manufacturer narrative:
(B)(4). Batch #unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure the device either did not deploy a clip or the clip would be malformed. It is unknown which. No additional information is available. There were no patient consequences reported.